Manufacturer narrative:
Age at time of event: over 18 years of age.

Event description:
It was reported a needle gas leak occurred. During prep for cryoablation of renal tumor, an icesphere 1.5 c x 90 degree cryoablation needle was fully submerged for integrity testing per the instruction for use (IFU). During testing, bubbles appeared from the shaft, 3cm from the handle. No visible damage was noticed at the time. The needle was not inserted into the patient, exchanged, and the procedure was completed successfully with no complications.

Event description:
It was reported a needle gas leak occurred. During prep for cryoablation of renal tumor, an icesphere 1.5 cx 90 degree cryoablation needle was fully submerged for integrity testing per the instruction for use (IFU). During testing, bubbles appeared from the shaft, 3cm from the handle. No visible damage was noticed at the time. The needle was not inserted into the patient, exchanged, and the procedure was completed successfully with no complications.

Manufacturer narrative:
Age at time of event: over 18 years of age. Device evaluated by MFR: the device (lot #u0920) was returned and an engineering analysis. The complaint could not be confirmed because there were no leaks or holes in the needle shaft detected. The returned needle passed visual, electrical and gas leak test inspections. The needle was disassembled to examine the vacuum sleeve and the heater components. There was soldering flux and signs of corrosion on the vacuum sleeve component. There were no holes observed. The heater component was examined under microscope and no damage or defects were noted.